Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that the pump touch screen was delayed. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.